Manufacturer narrative:
The serial number was not provided. Approximate age of device - 1 year and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that while in the clinic, the patient's history showed low voltage advisory alarms. The manufacturer technical services representative reviewed the submitted log file and observed a no external power alarm while attached to the mobile power unit (mpu). This could be caused by the patient disconnecting both leads while changing over to battery or the mpu power cord coming loose from the unit or wall socket. Additional information was request but not provided.

Manufacturer narrative:
The reported event of no external power alarms was confirmed via the submitted log file. The submitted log file contained approximately 23 days of data (dated: 02jun2018¿ 25jun2018 per the time stamp). On 09jun2018 at 06:29, the rsoc voltage levels of both power cables fluctuated from the expected approximately12v down to 2.8v then to 0v in approximately 20 seconds activating no external power and low power hazard alarms. A similar incident occurred again on 24jun2018 at 08:18; the rsoc voltage levels of both power cables fell from the expected 12v down to 2.6v in approximately 3 seconds activating the same alarms observed on 09jun2018 at 06:29. The associated voltage levels indicated that the alarms occurred when the system controller was powered by a mobile power unit (mpu) and indicated an intermittent loss of power. The alarms cleared when the power was restored and pump support was not affected as the system was supported by the backup battery during the event. On 19jun2018 at 07:56, the controller recorded intermittent power cable disconnect and low power advisory alarms due to invalid_rsoc faults. These alarms occurred while the controller was connected to battery power and did not occur while the controller was connected to the power module. There were no other notable alarms active in the log file. The mobile power unit was not returned to abbott for evaluation and remains in use. Additional information was requested several times from the vad coordinator. However, no additional information was provided and the mpu¿s serial number was not reported. Based on the log file analysis, a root cause for the no external power alarm was determined to be related to a loss of the ac power. The serial number of the mobile power unit was not reported. No device history records were reviewed. No further information was provided. The manufacturer is closing the file on the event.